Manufacturer narrative:
It was reported that the drive tip fractured. - visual evaluation identified that the driver tip had fractured. However, without the return of the device, further investigation cannot be performed. - the root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces while torquing the device. The reported event is confirmed based on the investigation of the returned picture.

Event description:
It was reported that the surgeon was attempting to remove a screw and the ar-8737-38 screwdriver broke off at the tip, therefore the surgeon was unable to remove the screw in question. Surgeon ended up cutting the screw in question.